Event description:
Reportedly, the subject pacemaker was reprogrammed to ddd mode at 50 min-1 when the patient was in the hospital due to a heart failure on (B)(6) 2016. It was observed that the subject pacemaker was pacing during fallback mode switch at a rate (60 min-1) higher than the basic rate (50 min-1). The device was interrogated on (B)(6) 2016 with a programmer (smartview2.44j). The basic rate was programmed to 50 min-1. The device was re-interrogated with a programmer (smartview 2.48j) and the pacing rate during fallback mode switch was observed at 50min-1.